Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) confirmed system unable to boot up. Upon troubleshoot fse found screen is black and the system won't start up. To resolve the issue, fse turn it off and on using the power switch of the host pc in the m cabinet. After turn of the power switch, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.